Event description:
Device malfunction: none. Symptoms/ae: hematoma. Time of symptoms/ae: after vessel closure. It was reported that a physician using the perclose proglide device achieved arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, post-procedure, a rectus sheath hematoma developed. The patient was transfused with two units of packed red blood cells (prbcs). Hospitalization was reported to be prolonged by five days. The patient was discharged in stable condition. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.